Manufacturer narrative:
(B)(4). Date sent to FDA: 05/12/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure in 2011 and mesh was implanted. The patient experienced pain, dyspareunia and vaginal mesh exposure. The mesh exposure was excised under general anesthetic on an unknown date.